Event description:
The customer reported no power to the system. There was no reported pt involvement/adverse pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.